Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure in 2004 and the mesh was implanted. Following the procedure, the patient experienced a vaginal mesh exposure to posterior vaginal wall. The exposed mesh was excised in (B)(6) 2017. Additional information will be requested.